Event description:
Additional information was received stating that the vns patient went to the hospital on (B)(6) 2014 due to sanies discharging from the generator pocket. The patient went to the hospital again on (B)(6) 2014 and the pus was cleared from the generator pocket. No issues were noted regarding the healing/scarring of the generator incision site but swelling had increased. The patient did not have a fever and inflammation levels were unremarkable. Cultures were again positive for serratia marcenses. The patient was subsequently given an antibiotic regiment and medication.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
It was reported that the vns patient developed what appeared to be inflammation or an infection a few weeks following replacement surgery on (B)(6) 2013. The inflammation subsided with treatment, but fluid was observed in the generator pocket. The physician believes the reported event is related to vns surgery. Additional information was received stating that the patient¿s pectoral muscle began to swell suddenly on (B)(6) 2014. The patient had not made any previous complaints. The patient had slightly elevated crp and normal wbc levels. Ultrasonography showed fluid accumulation around the generator but found no evidence of an abscess. The patient was treated with antibiotics, which reduced the inflammation. The patient still complained of pain so surgery was performed to clean out the generator pocket on (B)(6) 2014. No pus was found, but cultures detected serratia marcescens so the patient received antibiotic therapy. There were no medication changes that caused or contributed to the reported infection. The patient has recurrent anaplastic astrocytoma so was irradiated the day of implant and subsequently received chemotherapy. The physician stated that it was very unusual that the infection occurred two months following surgery. Review of manufacturing records confirmed sterilization for the generator prior to distribution.